Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube and corroded battery cap contact. Unable to perform functional check including rewind and basic occlusion, occlusion, prime excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, broken battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the plastic part of the battery is chipping away. The customer noticed that the battery was corroded. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.